Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficulty advancing could not be tested due to the condition of the returned device as the stent was already dislodged. In this case, it is likely that the reported resistance noted with the guiding catheter was due to anatomical conditions. It is likely that the guiding catheter was bent, or the inner diameter was reduced in the anatomy causing resistance during advancement and ultimately causing the reported stent dislodgement. As a result, unexpected medical intervention was required to retrieve the dislodged stent by inflating a balloon to pull the stent back. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right renal artery with 80% stenosis. The 4.0x12 mm herculink elite stent delivery system (sds) was advanced to the lesion and resistance was noted with the guiding catheter, and it was seen angiographically that the stent had dislodged from the delivery system. The delivery system was removed and the stent was retrieved by inflating a balloon to pull the stent back. There were no adverse patient sequela and there was no clinically significant delay in the procedure. Another same size herculink sds was used to complete the procedure. No additional information was provided.